Event description:
The customer contact reported an unrequested bolus dose. The bolus cord was connected to a gemstar pump. At an unspecified time, the pump was programmed in the pain management mode, to deliver fentanyl 20mcg, at an unspecified bolus dose. No further programming parameters were provided. The customer contact reported that while the pt was being transferred from the intensive care unit, the bolus cord was twisted to one side and a bolus dose was delivered to the pt. The pump and bolus cord were removed from clinical service. The therapy was resumed using a replacement pump and bolus cord. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.